Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient had hip replacement surgery and following the surgery, the patient could not connect to the ipg with their external device.